Event description:
Information received by medtronic indicated that customer was facing an issue with short battery life and low battery alerts. Customer stated that pump shuts off without warning and rejects batteries. Customer received no delivery alarms. Buttons were less responsive and battery cap was cracked. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the pump or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test . No charge/battery lasts less than expected, failed battery test or unexpected battery power loss noted, during testing. No alarms or alerts noted, during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted, during testing. However, insulin blocked alarm found on (B)(6) 2023 at 18:43. Pump was cut open to perform visual inspection. And found moisture damage on the pcba 1 and motor. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, battery tube threads-cracked, stained keypad overlay, cracked keypad overlay, dried insulin - motor slide and pillowing keypad overlay. Unresponsive keypad, insulin blocked alarm, failed battery test, charge/battery lasts less than expected. And unexpected battery power loss not confirmed, during testing. Pump received, without original battery cap. Unable to confirm, battery cap damage. Several insulin flow blocked alarms noted, in pump history download. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.